Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited error code b30 (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found due to water invasion in the connector of the scope, the plug unit and printed circuit board presented corrosion, most likely causing the error b30. Based on the results of the investigation, it is likely that water or moisture entered the scope, and the moisture damaged the circuit board inside the connector, which led to the occurrence of this event. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 14-oct-2024.